Manufacturer narrative:
(B)(4). A contour vl stent was received for analysis. A visual analysis of the returned device revealed that the pig tail part was detached. The suture was not returned. No other anomalies were noted. With the analysis performed and all the gathered information it was determined that the failure encountered (stent detached), may be related to the suture string manipulation during its removal. The failure of stent detached found is consistent with damage that is normally caused when the suture is being pulled incorrectly or with excess of force. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is most likely that due to procedural factors encountered during the procedure the performance of the product was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a cystoscopy, ureteral stent placement and pyelogram procedure performed in the ureter on (B)(6) 2018. According to the complainant, during the procedure, the stent was attempted to be placed but the tip of the stent broke off. All pieces of the stent were removed by the surgeon. The procedure was completed with another contour vl stent which was placed over the wire with the proximal curl in the renal pelvis on fluoroscopy, and the distal curl in the bladder was able to be viewed under direct vision. The scope was withdrawn and a 16fr foley catheter was placed. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine.